Manufacturer narrative:
Exemption number e2017017. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in turkey: (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis zee floor system. During an interventional procedure, the user could not see any images under the patient in the browser and the workplace screen in the control room became frozen. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a software error. The investigation of the log files showed that the image visualization system (ivs) application was slow due to complete resource utilization. As a symptom the application seemed to be frozen. Because further imaging was performed by the user, the ivs failed and the system entered backup review mode where fluoroscopic imaging and acquisition are possible but the data is not transferred to the ivs for storage in the local database resulting in "database not in sync message". The acquired images will stay on the image acquisition system (ias) until an ivs restart will synchronize the ivs database with ias. Based on available log files the resource utilization occurred because system has not been restarted over two weeks. In the operator manual (axa4-100.620.12.03.02 - artis zee/zeego vc21 page 769 and page 26) steps to restart the system to avoid such problems are described. No data loss is associated with this issue. This was confirmed by the service engineer and by log file analysis. On the affected system the ivs r640 computer was replaced by a bb2 computer. The system was updated from software version vc21b to vc21c (ax056/16/p). With the updated software the logical memory handling is now improved. No additional corrective action in the field is planned based on the present event.